Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. Pump received with cracked battery tube threads.

Event description:
Customer's wife reported via phone call that husband's insulin pump was exposed to moisture. The customer¿s blood glucose was 78 mg/dl at the time of the incident. The customer states the insulin pump was immersed to fluid/moisture for 15 minutes. The device was still working but noticed condensation under screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.